Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a patient experienced an intraocular pressure (iop) spike of 39 mmhg one week after having a glaucoma stent inserted into the right eye and whitening of vision. The event lasted one (1) week. The surgeon used topical medication to treat the pressure spike. The symptoms have resolved. Additional information has been requested.